Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
(Related manufacturer reference number: from per (B)(4)). It was reported patient underwent surgical intervention on 11 october 2024 during which the ipg was explanted and replaced. As a result, therapy was restored post-op which resolved the issue.

Manufacturer narrative:
Corrected b5: related manufacturer reference number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-08215.